Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-02063, related manufacturer reference number: 2017865-2021-02064. It was reported that the patient presented for follow up with a suspected infection. The implantable cardioverter defibrillator, right atrial, and right ventricular lead were explanted. The patient was stable prior to, during and after the procedure.

Manufacturer narrative:
Additional information: h2, h3, h6, h10 analysis was normal. No anomalies were found.